Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker was unable to be interrogated. Troubleshooting was attempted, but the device was unable to be interrogated still. The pacemaker battery was believed to had died. It was undetermined whether the battery depleted normally or due to premature depletion. The device was explanted and replaced on (B)(6) 2020. The patient was stable.